Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and a tyco tunneller were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished (B)(4) criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03812. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy, tunneling and cystoscopy due stress urinary incontinence, enterocele, rectocele, and vaginal vault prolapse.

Manufacturer narrative:
It was reported that patient underwent mesh excision with secondary closure of the vagina on (B)(6) 2009 due to mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4).